Event description:
It was reported that during a vascular procedure, the clips would not advance. Intervention: saphenous crossectomy. During the ligation of the co-laterals of the popliteal vein, the surgeon wanted to place a haemostatic clip before section of one of these branches. No clip released which resulted in a side wound of the popliteal vein of 4 mm. The device had been already used for other co-laterals and no problem happened with it. Patient consequence: uncontrollable bleeding requiring an extension of the approach site to allow the clamp of the popliteal vein, before reconstruction. This extended the intervention by one hour, with blood loss (around 500cc) and hospitalization of the patient for surveillance. Necessity of a close surgical follow-up because of the septic and cutaneous risks due to the approach site realized performed in emergery. The hospital will send the incriminated device, together with a non used unit. Unknown how case was completed.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining eleven clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the eleven remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did anything unexpected happen prior to this incident? Was the clip fully advanced into the jaws? Did the procedure drive the need to apply torque or twisting of the device? What vessel was the device fired on? Please specify the size of the vessel? Were any unexpected noises heard? If so, when? Was the device fired after this incident in or out of the patient? What were the patient¿s pre-existing conditions? Does the patient have any relevant history of surgical treatments? If so, what? Was any further intervention required to repair the leak? Is the patient expected to have a full recovery? What is the patient¿s current status? Is the surgeon an experienced user of this product? Was there a recent conversion to ees devices in this account or with this surgeon?